Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head. (B)(4).

Event description:
It was reported by the customer that during an active patient session, the programmer began to beep repeatedly and freeze. After repeated attempts,the programmer showed a black screen with "serious programmer problem" and an error code. It was repeated with multiple restarts. The representative was unable to reproduce this issue, even though programmer shows slower startup than normal. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis was unable to confirm the reported issues with the programmer beeping, freezing, and system error. The programmer passed all functional tests. Analysis did confirm the slower than normal startup (longer boot up time).